Event description:
Ous MDR, oversensing and inappropriate shock deliveries were reported after an implantation time of about 2 months. The lead was explanted.

Manufacturer narrative:
Ous MDR. The analysis of the lead was able to establish that the insulation of the lead body had been massively damaged about 9 cm distal of the ligature by internal fraying. This damage must be regarded the cause of the clinical complaint. The observed damage manifestation requires excessive pressure load on the lead body. The characteristics of the damaged structure of the insulation (fraying) and of the lead body (squashing) lead to the assumption of excessive mechanical stress of the lead caused by the subclavian crush syndrome. Diagnostic images of the mentioned body region were not available for analysis. The analysis was unable to find any manufacturing errors or material defects.